Manufacturer narrative:
Returned product was examined at 10x magnification. The fracture passes through one of the plate holes, leaving two distinct fracture surfaces. One of these surfaces is polished and smooth, indicating it broke before the second surface. The second surface appears to be a ductile fracture with beach marks present. The plate thickness was found to be .189. This is within tolerance of .187+/-.005. Plate failure can be due to a number of factors, including but not limited to surgical technique, bone quality, and patient compliance. It is not possible to determine the cause of the fracture without more information.

Event description:
A locking lateral elbow plate was implanted into the patient. During physical therapy, the plate broke. The broken plate was then explanted.